Event description:
It was reported, "revision hip for polyethylene reaction accolade trident metal on poly from approx 5 years ago. Multiple episodes of bursitis, excised (B)(6) 2010, histology shows evidence of polyethylene particles."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.